Event description:
On (B)(6) 2011, the pt underwent the surgery with the t2 recon nail (recon mode). After surgery, the pt did not apply weight bearing by the surgeon's instruction till the middle of august. Afterwards, the pt underwent the rehabilitation by weight bearing of 1/3 till the middle of (B)(6) and since full weight bearing was attained, the pt left hospital on (B)(6)2011. On (B)(6) 2011, the pt fell. When the surgeon confirmed the x-ray, nail was broken in the distal screw hole. The surgeon is planning the revision surgery on october 7 and he requested the investigation of the broken nail.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.